Event description:
An international distributor reported that a customer's AED would not power on with a dbp-2800 battery pack serial number: (B)(6). They reported that the AED would power on with another battery pack. They also reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from AED serial number: (B)(6) showed that the AED was manufactured in 2/27/2019 and placed into service on 11/15/2019 with battery pack serial number: (B)(6) (the battery pack in question). The analysis of the log files identified the cause for the AED not powering on was related to a depleted battery pack (s/n: (B)(6)) and that AED serial number: (B)(6) is ok.